Event description:
It was reported that a user elected to return an ilet system after experiencing leaks from the cartridge and infusion sets, and the ilet device was subsequently returned by the patient. The leaking cartridges nor infusion sets were not returned. Symptoms included no reported adverse clinical effects, and no alerts or alarms were reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of complaint details and coordination with the distributor for product return and credit. Investigation of this case revealed leakage associated with the cartridge and infusion set components as reported by the user, with no corroborating device data or alarms provided. It was concluded that the reported leakage could not be confirmed and the clinical impact to the user was none based on the information provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.